Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k)- k923607,k926214. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the radifocus guidewire m was used during the procedure. At the time of the femoral puncture, the doctor was making a change from a teflon guide (cordis) to a hydrophilic guide (rf * ga035153m), due to the narrowing of his femoral artery, when removing the hydrophilic guide, a portion of the guide was detached. Distal part of the body of the guide, remaining subcutaneously in the puncture area. Contrast shots are made showing that the detachment of the guide does not have any mobility within the vessel and ensuring that there was no. The needle was not appropriate to handle hydrophilic guidance, they just used the metal needle in the puncture. The patient was not harmed. The procedure outcome was not reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed peeling of outer layer from approximately 23 mm to 58 mm from the distal end. The length of the portion missing from the actual sample was approximately 35 mm. Magnifying inspection of the peeled outer layer revealed: there were multiple scratches toward the distal end at approximately 20mm and 60mm from the tip. The distal end of the peeling area at approximately 23 mm from the distal end was straight. The outer layer was peeled off over half the circumference. The core wire was exposed. The proximal end of the peeling area, about 58 mm from the tip, was arc shaped. Electron microscopic inspection of the actual sample obtained the following results. The fractured surface of the outer layer was smooth. The multiple scratches at approximately 20mm and 60mm from the distal end were arc shaped. The area approximately 58 mm from the distal end showed a gentle slope shape. The outer diameter was measured and confirmed to meet the control criteria and no anomaly was noted. It is known from experience that the outer layer may be peeled when a guidewire is used in combination with a metal needle. In such a case, the characteristics seen in a guidewire are as follows. The distal end of the peeled outer-layer part is straight. Circumferential half portion of the outer layer is peeled. The fracture surface of the outer layer is smooth. The proximal end of the peeled outer-layer part is in a round shape. These characteristics are similar to those observed in the actual sample. IFU states: do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the outer layer of the actual sample was peeled due to the combination use with a metal needle. The length of the area where the peeling of outer layer occurred was approximately 35 mm. The exact cause of the reported event cannot be definitively determined based on the available information.